Event description:
The complainant reported that a console exhibited erratic pressure support behavior during use. Upon investigation, additional malfunctions were discovered. The investigation confirmed defects in the power board module and the blue receptacle, which were determined to be the root cause of the pressure support irregularities. No harm was reported.

Manufacturer narrative:
The investigation has been completed. The console logs, although incomplete, were mostly consistent with the complaint and confirmed optical signal issue, purge system failure alarm and battery-related alarm. Partial logs show battery level low alarm, shortly before pump with serial number (B)(6) was transferred to ic7938. Battery and power data was embedded in teh long term log file for pump (B)(6) and showed that the alarm was triggered due to a single erroneous sample of remaining capacity parameter read as 0. Real time log data showed raw optical signal often barcoding between two values separated by approx. 110mmhg, which coincides with moments of lower signal-to-nosie ratio (snr) (which was low from the start, as evidenced by long term log data). Although most spikes were removed by the software algorithm therefore not showing on thw automated impella controller (aic) screen, those values affect placement signal calculation. The console was returned for evaluation finding a deficiency of its optical system was revealed, as the device would fail optical ¿5s¿ parameter specification due to low snr. Analog output of ccd detector in theoptical bench did not show any significant distortion, but overall signal level was lower than typical. Inspection of the optical fiber in pump connector revealed some contamination that could not be fully removed. Battery-related issue, resulting in erroneous values, were not reproduced during testing, but most likely was related to malfunction of communication between power battery manager (pbm) and batteries. The cause of the aic issue was a defective blue receptacle. The cause of the aic issue was most likely a defective pbm board.